Event description:
The balloon on the mic-key button gastrostomy tube popped out at home. The tube had been placed four months ago. The pt was brought to the ed where the tube was replaced without difficulty. A contrast study revealed good placement and the pt was discharged to home.